Event description:
Lifepak 10 cardiac monitor malfunctioned. The screen went black and appeared to have no power. Batteries were fully charged. The lifepak 10 monitor was used. There was no pt compromise secondary to the use. Lifepak 12 being present and available at the time.